Event description:
In 2008, the pt called for assistance with removing an air bubble from her insulin cartridge. She stated that she changed the insulin cartridge before dinner and then noticed her blood glucose elevated to 215 mg/dl. She bolused 12.5 units of insulin. Her normal blood glucose range is 90-140 mg/dl. She tested her blood glucose again and it measured "hi" on her blood glucose monitor. The pt was advised to disconnect from her infusion site. She then removed the insulin cartridge from the infusion device and she was able to remove the air bubble. She then reinserted the insulin cartridge and primed the infusion tubing. Upon follow up the pt stated that her blood glucose lowered and she had no further issues with air bubbles. She reported that her blood glucose was elevated (400 mg/dl) when she woke up because she was out of insulin. She received all proper warnings and alerts. She changed the insulin cartridge and her blood glucose lowered. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.